Event description:
During the (B)(6) 2021 office visit, driveline connector cover was noted to be hardened preventing annual exchange of controller. Internal battery nearing end of life. During patient admission (B)(6) medtronic came into the hospital to remove hardened cover from controller. Pt not allowing providers to change controller at this time.